Event description:
It was reported that the patient is a chronic dislocator and had the insert revised in (B)(6) 2013.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown insert. It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.